Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was "squirting" out during manual prime. Customer's blood glucose was unknown. Customer was advised to change infusion set and reservoir and begin to prime. Customer reported that issue was resolved after letting go of the act button. Customer was advised that reservoir and infusion sets would be replaced.